Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: the pusher catheter was kinked approximately 29.2cm from the proximal end of the handle. However, after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user. The touhy-borst adapter was loose. The pusher wire was still engaged with the filter inside the storage tube. No skiving or bowing was identified to the storage tube. Functional/performance evaluation: an attempt was made to advance the filter through the storage tube unsuccessfully. The pusher wire bent during the attempted advancement. A mandrel was used to deploy the filter. All 6 arms and 6 legs were present and intact. No limbs were crossed upon deployment. No anomalies were identified. Dimensional evaluation: heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was returned. The filter was returned inside the storage tube still connected to the pusher wire. An attempt was made to advance the filter through the storage tube unsuccessfully. The investigation is confirmed for failure to advance. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the denali filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Manufacturer narrative:
The lot number has been provided, the device was received and the device history records are being reviewed. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter was unable to be advanced out of the storage tube due to resistance. The healthcare professional exchanged the deployment system while maintaining the placement of the deployment sheath. The filter was deployed successfully without incident. There is no reported patient injury.